Event description:
Per the info provided by the distributor, "dealer states tip of catheter is defective.. It appears to be cut-off". According to the pt's physician, the pt experienced "discomfort to urethra because of attempt to use...catheter."